Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, nearsightedness and the iol was exchanged. Additional information was received from the business operational manager, who reported that the surgeon's opinion the cause of the event, an unanticipated myopic outcome, is unknown. The event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was returned and an evaluation is anticipated, but not yet begun. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).